Event description:
It was reported that while the pt was undergoing a revision to a pocket infection, the pt's lead was damaged. The lead end cap was used an appeared to have caused damage to the lead. During the procedure, the hcp removed the boot on the lead and damaged the lead electrode body. The lead was stripped and the electrode body that connected to the extension was broken into. It was suspected damage due to the scalpel. No pt symptoms or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received. Reference report #3004209178-2008-00157.